Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced facial nerve stimulation. Programming adjustments were made, the facial nerve stimulation improved, however, the recipient then experienced sound quality issues. Revision surgery will be scheduled.